Event description:
Nurse set up laser for procedure. During set up got on-screen message "safety shutter not connected-continue?". Nurse answered "yes" and laser continued its setup. Md not notified of message, looked into microscope while operating laser and was flashed in eye. Eye safety reset and tried again but safety filter didn't work again and screen said filter was off.